Event description:
It was reported by the patient's mother that the patient was having an increase in seizures above pre-vns baseline after having her vns settings increased. The patient was in the hospital and all tests and blood work was normal. The patient's mother believes the increase in seizures is related to the increase in settings and wants them turned back down however she noted that the physician said the vns likely wouldn't cause increase in seizures. The physician's assessment has not been confirmed to date. No further relevant information has been received to date.

Event description:
It was reported that the physician did not believe the increase in seizures was vns related. He did not recommend the patient lower the settings as they were not having any vns side effects. No further relevant information has been received to date.

Event description:
The patient's generator was replaced. The explanted generator was discarded per hospital policy.